Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a driveline's connection to the controller during the analysis of the unit. Results revealed that the mechanical and electrical connection between a driveline and the controller was stable. Log file analysis revealed two (2) controller power-up events on 17/may/2017 at 13:07:08 and 13:13:32, respectively. There were no data points logged prior to these power ups, which indicates that the controller likely came into use at this time. Additionally, the controller log files revealed that on 30/may/2017, twenty (20) vad disconnect alarms between 07:04:44 and 10:47:28 hours were recorded. In addition, twenty-three (23) controller power-ups and fifteen (15) motor start between 07:05:17 and 10:48:26 hours were logged. No critical battery alarms were logged, as alleged in the event details. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the commutation speed drifts higher than the set speed, the motor voltage will decrease. However, if there is no change to the false speed (speed remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Two (2) high watt alarms were logged, indicating that the power consumption went above the power limit of 6.0 watts; the high watt alarms were likely the result of the pump attempting to restart. The observed controller power up and motor start events may be attributed to a disconnection of both power sources, in response to the vad stopped alarms, to an intermittent disconnection on one or both po wer sources, and/or due to the controller attempting to restart the pump as a result of the false vad disconnect alarms. Based on the available information, the reported event was confirmed. A possible root cause of the event can be attributed to a loss of commutation, leading to false vad disconnect alarms. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was reported that patient experienced critical alarms and losses of power. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a driveline's connection to the controller during the analysis of the unit. Results revealed that the mechanical and electrical connection between a driveline and the controller was stable. A review of the controller log files revealed that on (B)(6) 2017, twenty-two (22) vad disconnect alarms between 07:04:44 and 10:47:28 hours were recorded. In addition, twenty-three (23) power ups and fifteen (15) motor start between 07:05:17 and 10:48:26 hours were logged. No critical battery alarms were logged, as alleged in the event details. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Two high watt alarms were logged, indicating that the power consumption went above the power limit of 6.0 watts; the high watt alarms were likely the result of the pump attempting to restart. The observed controller power up and motor start events may be attributed to a disconnection of both power sources, in response to the vad stopped alarms, and/or due to the controller attempting to restart the pump as a result of the false vad disconnect alarms. Based on the available information, the reported event was confirmed. A possible root cause of the event can be attributed to a loss of commutation, leading to false vad disconnect alarms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. The pump ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a driveline's connection to the controller during the analysis of the unit. Results revealed that the mechanical and electrical connection between a driveline and the controller was stable. Log file analysis revealed two (2) controller power-up events on (B)(6) 2017 at 13:07:08 and 13:13:32, respectively. There were no data points logged prior to these power ups, which indicates that the controller likely came into use at this time. Additionally, the controller log files revealed that on (B)(6) 2017, twenty (20) vad disconnect alarms between 07:04:44 and 10:47:28 hours were recorded. In addition, twenty-three (23) controller power-ups and fifteen (15) motor start between 07:05:17 and 10:48:26 hours were logged. No critical battery alarms were logged, as alleged in the event details. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Additionally, two (2) high watt alarms were logged, indicating that the power consumption went above the power limit of 6.0 watts; the high watt alarms were likely the result of the pump attempting to restart. Review of the controller log files also revealed that the controller logged two (2) entries in the event file on (B)(6) 2017, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Additionally, log file analysis revealed motor start events recorded on (B)(6) 2017 at 10:17:44 and on (B)(6) 2017 at 10:48:26 in which the motor start parameters were atypical. Based on the available information, the reported alarms, power-up events, and atypical parameters during motor start events were confirmed. However, the reported critical battery alarm event could not be confirmed. The observed controller power up and motor start events may be attributed to a disconnection of both power sources, in response to the vad stopped alarms, to an intermittent disconnection on one or both power sources, and/or due to the controller attempting to restart the pump as a result of the false vad disconnect alarms. CAPA pr00551638 is investigating controller losses of power. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms and/or physical disconnections of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on risk documentation and the available information, the most likely root cause of the observed pmc resets can be attributed, but not limited, to a temporary memory corruption. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-dec-2018 / serial or lot#: (B)(6) UDI #: d9: no h3: yes h4: mfg date: 31-dec-2016 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. This critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. Users are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. Users are instructed on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that during the night, a critical battery alarm was triggered.  In the morning on (B)(6) 2017, the patient presented to the hospital with undefined alarms.  Log files were sent and analyzed showing that there were two high watt alarms on (B)(6) 2017 at 1014 and (B)(6) 2017 at 1043, 20 ventricular assist device (vad) disconnect alarms logged since (B)(6) 2017, and 12 controller power-up and associated pump start events indicating a loss of power to the controller on (B)(6) 2017.  The patient stated that they did not manipulate or disconnect the driveline connector or either of the batteries.  The controller was exchanged.  No patient complications have been reported as a result of this event.